Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2021-00626; 400-03-283, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - revision of the cup. Removed dm head, dm liner, cup and screws. Put in a zimmer cup and liner, with an enovis head. Unknown reason.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available